Event description:
It was reported by service report that the fowler gas cylinder is leaking and unable to support pt weight. It was also reported the safety bar on the head section is not springing back. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; safety bar.